Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 258 mg/dl as the customer changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.